Event description:
The report received from the sapphire ww registry indicated that six days after carotid artery stenting (cas) with a 9x30mm precise stent in the bifurcation of the common carotid artery, a patient experienced an ischemic stroke in the left hemisphere. The patient had dysphasia and agitation at study inclusion with baseline nih stroke scale at 5 and the rankin score at 3. MRI seemed to confirm at least a stroke in the left posterior frontal lobe in the cortex. Cas was performed on an 80% occluded lesion in the left bifurcation of the common carotid artery of 15mm in length in a 6.0mm vessel diameter with moderate vessel tortuosity. The arch I lesion was eccentric and moderately calcified. The lesion was pre-dilated with an unspecified balloon and there was no documented dissection after pre-dilatation. A 5mm medium support angioguard embolic protection device was successfully deployed past the lesion followed by successful deployment of a 9x30mm precise pro rx stent at the target lesion. The residual diameter stenosis measured 0%. There was no documented presence of air bubbles. The angioguard was successfully retrieved and there was no debris found in the basket. The patient was neurologically intact upon leaving the angio suite. The patient was remained hospitalized. The patient has continued to decline with both behavior and swallowing abilities such that a nasogastric tube was placed and this was just replaced yesterday in order to administer medications. The site reported that he was treated with plavix and aspirin. The patient has had confusion and then very agitated behavior at night. The impression was hypophonia with an unknown cause that was associated with the acute aphasic problem. The patient was also declining and part of it was attributed to alcoholism and part of it might be due to dementia. At the time of the second stroke, the patient had been hospitalized for 10 days. He was discharged 9 days after the adverse event.

Manufacturer narrative:
Additional information was received that the patient is a (B)(6) man with a history of contralateral carotid occlusion/bilateral carotid stenosis, dyslipidemia, cad, CABG surgery, coronary percutaneous revascularization, smoking, hypertension, and stroke. Pre-procedure on (B)(6) 2013 the nih stroke scale score was 5 and the rankin stroke scale score was 3. Per notes, the patient was admitted on (B)(6) 2013 with acute deterioration of speech and it was felt he was suffering a stroke, with an MRI on (B)(6) 2013 that confirmed ¿at least¿ a stroke in the left posterior frontal lobe in the cortex. On (B)(6) 2013 he underwent the index procedure with delivery of the angioguard¿ rx ecgw, pre-stent balloon angioplasty and placement of one precise® pro stent in the left bifurcation cca. Upon retrieval of the angioguard¿ rx ecgw no debris was found in the filter. The site reported a 0% final residual in-lesion stenosis. The procedure was uncomplicated. The site reported ischemic stroke on (B)(6) 2013 of gradual onset of neurological deficit listed as behavioral change. Post-procedure, the patient ¿continued to decline with both behavioral and swallowing abilities.¿ nasogastric tube was placed. Per physician progress note on (B)(6) 2013 at 07:31, the patient was up all night, but somewhat appropriate and less agitated. He had no aphasia. He was ¿still hypophonic¿ with good speech, mumbling but could enunciate at times. There were no further neurological deficits identified. Impression: dysarthria due to further stroke vs. Delirium. The CT scan was negative per notes, and a brain MRI was pending. A brain MRI on (B)(6) 2013, compared to study on (B)(6) 2013, revealed a new punctate focus of restricted diffusion within the periventricular white matter surrounding the left trigonal region which was new from the previous study. The report also noted expected evolution of the previous identified areas of infarct within the posterior left frontal lobe. On (B)(6) 2013 the nih stroke scale score was 6 and the rankin stroke scale score was 3. The patient was discharged on (B)(6) 2013 on asa and clopidogrel. No additional information is available at this time.

Manufacturer narrative:
The report received from the (B)(6) registry indicated that six days after carotid artery stenting (cas) with a 9x30mm precise pro rx stent in the bifurcation of the common carotid artery, a (B)(6) male patient experienced an ischemic stroke in the left hemisphere. Medical history included previous stroke, hyperlipidemia, CABG, smoking (>5packs of cigarettes), coronary artery disease, coronary percutaneous revascularization and hypertension the patient had dysphasia and agitation at study inclusion with baseline nih stroke scale at 5 and the rankin score at 3. MRI seemed to confirm at least a stroke in the left posterior frontal lobe in the cortex. Cas was performed on an 80% occluded lesion in the left bifurcation of the common carotid artery of 15mm in length in a 6.0mm vessel diameter with moderate vessel tortuosity. The arch I lesion was eccentric and moderately calcified. The lesion was pre-dilated with an unspecified balloon and there was no documented dissection after pre-dilatation. A 5mm medium support angioguard embolic protection device was successfully deployed past the lesion followed by successful deployment of a 9x30mm precise pro rx stent at the target lesion. The residual diameter stenosis measured 0%. There was no documented presence of air bubbles. The angioguard was successfully retrieved and there was no debris found in the basket. The patient was neurologically intact upon leaving the angio suite. The patient was remained hospitalized. The patient has continued to decline with both behavior and swallowing abilities such that a nasogastric tube was placed and this was just replaced yesterday in order to administer medications. The site reported that he was treated with plavix and aspirin. The patient has had confusion and then very agitated behavior at night. The impression was hypophonia with an unknown cause that was associated with the acute aphasic problem. The patient was also declining and part of it was attributed to alcoholism and part of it might be due to dementia. At the time of the second stroke, the patient had been hospitalized for 10 days. He was discharged 9 days after the adverse event. Nih stroke scale score was 6 and the rankin was 3. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Nih stroke scale score was 6 and the rankin was 3. Medications listed during hospitalization: amlodipine, aspirin, atorvastatin, librium, plavix 75 mg a day, monopril 40 mg a day, levaquin 500 mg every 12, metoprolol, thiamine, protonix. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received from the cec that the patient had a new stroke event, dated (B)(6) 2013. Further details of this new event are not provided. This event was reported to have occurred previously on (B)(6) 2013. Additional details provided by the committee¿s report indicate ¿per physician progress note on (B)(6) 2013 at 07:31, the patient was up all night, but somewhat appropriate and less agitated. He had no aphasia. He was ¿still hypophonic¿ with good speech, mumbling but could enunciate at times. There were no further neurological deficits identified. Impression: dysarthria due to further stroke vs. Delirium. The CT scan was negative per notes, and a brain MRI was pending. A brain MRI on (B)(6) 2013, compared to study on (B)(6) 2013, revealed a new punctate focus of restricted diffusion within the periventricular white matter surrounding the left trigonal region which was new from the previous study. The report also noted expected evolution of the previous identified areas of infarct within the posterior left frontal lobe. On (B)(6) 2013 the nih stroke scale score was 6 and the rankin stroke scale score was 3. The patient was discharged on (B)(6) 2013 on asa and clopidogrel.